Event description:
Dealer states the patient using this chair has heavy legs and the force of his weight is causing the holes where the legrest attaches to become elongated making the legrest not able to attach to the frame properly.